Manufacturer narrative:
Establishment name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Country: united states of america. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set bent cannula on (B)(6) 2026 which leads to high blood glucose levels upto 323 mg/dl. The patient was hospitalized due to diabetic ketoacidosis with positive ketones and was treated with intravenous insulin. The patient also experienced confusion and headache. The patient was hospitalized for four days.